Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 25mm amplatzer multi-fenestrated septal cribriform occluder (lot: 8703331) was chosen for implantation utilizing a 8f amplatzer trevisio delivery system. When loading the device there was tension noted. When attempting to deploy the device across the septal defect, the left disc formed a bulb shaped deformation. The device was attempted to be recaptured but it was difficult due to tension. The device was eventually recaptured and removed. A replacement 25mm amplatzer multi-fenestrated septal cribriform occluder (lot: 8703331) was used to complete the procedure. There were no patient consequences or clinically significant delay. The patient remained hemodynamically stable during the procedure and was reported as stable. There was no interaction with cardiac structure and no angulation or kinks in the delivery system.

Manufacturer narrative:
An event of difficulty retracting the occluder into the delivery system and loading it into the loader was reported. The occluder and delivery system was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported event could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.